Manufacturer narrative:
There are no indications that the occurred is a result of manufacturing or component failure. These incidents do not involve serious injury and are not considered as safety issues, but they are reported due to the intervention required for the patient to be able to continue using the bone anchored hearing system.

Event description:
It was not possible to place the abutment on the implant, the implant is still in situ, the abutment was investigated and no fault was found. The patient will need an additional surgery to receive a new implant.